Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31810512l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac tamponade that required surgical intervention. First, it was reported that they did not get any communication between the trupulse generator and the carto 3 system. Reseating the interface cable and rebooting the generator did not resolve the issue. Disconnecting the ngen generator interface cable and connecting the trupulse interface cable to the navigant port and rebooting the systems did not resolve the issue. Changing out the trupulse to carto interface cable did not resolve the issue. Changing out the generator did not resolve the issue. On the 4th reboot of the trupulse generator, the issue was resolved and the procedure was continued and subsequently completed. Zero applications were given before the issue. Then, it was reported that when the patient was in the recovery room, blood pressure dropped and it was discovered that the patient developed a very large pericardial effusion which was confirmed by echo. The patient was then taken to the or (operating room) for surgical repair. The patient¿s condition improved. The physician believed it was caused by transseptal. The sheath and the catheter were exchanged once. There were two transseptal puncture sites performed with a brk needle. There were 15 ablations performed, with 10 within the pulmonary veins and 5 outside of the pulmonary veins. General sedation was administered. There was no evidence of steam pop. The settings used for the catheter was varipulse plus - 30ml/min ablation irrigation flow rate, manual switching to 4ml/min idle, inter application delay 10 seconds.